Event description:
The customer reported that the device displayed a "speaker malfunction" inop message and had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had a defective speaker. The speaker was replaced.